Manufacturer narrative:
The complainant facility returned one f180nre dialyzer for evaluation from the reported lot number. The dialyzer was returned without the prepackaging pouch. The dialyzer was returned with corporate provided adapter caps and blood port caps. The fibers were wet with indication of blood contamination. The fibers were streaked with blood; however, there was no hint of blood in the dialysate chamber. Coagulated blood was noted at both the cavity ID and non-cavity ID ends between the screw flange and potting cut surface. The reported complaint is confirmed. Visual examination of the cavity ID end inferior potting surface noted a short fiber that was located at approximately 290 degrees with the dialysate port situated at 0 degrees, which may have resulted in the reported leak. It is unknown if the observed short fiber was a result of a broken fiber as the complaint investigator was unable to isolate the other end of the fiber (if present) and bubble point testing did not detect a leak possibly due to coagulated blood. No other damage or irregularities were noted. An investigation of the device manufacturing records was also conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within spec.

Manufacturer narrative:
A follow up report will be filed upon completion of the plant investigation.

Event description:
A hemodialysis user facility reported that during treatment a blood leak occurred. The leak was reported to be an internal leak. The blood leak was visible. No damage was identified on the dialyzer. The machine did alarm. Estimated blood loss was 250ml. The patient had no adverse effects and no medical intervention was required. The patient completed treatment with a new set-up on a different machine. The sample is available for manufacturer evaluation and has been requested.